Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right atrial lead exhibiting elevated capture threshold. Fluoroscopy confirmed that the lead had dislodged, and the patient was scheduled for revision. During the procedure the physician attempted to reposition the lead. However, the stylet was unable to be fully inserted. The lead was explanted and replaced. The patient was in stable condition.